Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported by patient that: "the dislocation occurred when reaching for a tissue while seated in a chair".